Event description:
It was reported that surgeon had difficulty engaging femoral head with constrained liner.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding a size/fit issue involving a trident constrained liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed, the devices were not returned, they were implanted. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: could not be performed as a lot code valid for a trident liner was not provided. Complaint history review: could not be performed as a lot code valid for a trident liner was not provided. Conclusions: the exact cause of the event could not be determined because the reported devices were implanted. Information such as a valid lot ID is needed to investigate further.

Event description:
It was reported that surgeon had difficulty engaging femoral head with constrained liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was implanted. Additional information was requested and if it becomes available will be submitted in a supplemental report.